Manufacturer narrative:
After further review, section d4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve of a 6f/7f mynx control vascular closure device (vcd) opens excessively so the device could not be inserted into the 6f non-cordis sheath with resistance. No patient injuries were reported, and hemostasis was achieved with manual compression for twenty-five minutes resulting in no extended hospitalization. The device was inspected prior to use. There was no damage noted prior to use. Mynx vcd was prepared according to the instructions for use (IFU). A 6f non-cordis sheath was used. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, as per the IFU. The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. The device was used during transfemoral cerebral angiography using a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f-7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and the procedural sheath were not received for evaluation and the stopcock was observed opened. In addition, the balloon was found fully deflated. Also, the sealant was noted swollen as it was exposed to blood and was found partially exposed from the sealant sleeves, which were observed to have been severely kinked/bent as received. However, no cracks were observed on it. A dimensional test was not performed on the returned device due to the damages of the sealant outer sleeve assembly as received. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU, and button 1 was able to be fully depressed and locked in place with some resistance felt. It was revealed that the sealant was exposed to blood which caused the resistance felt when attempting to depress button 1. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. Per microscopic analysis, visual inspection at high magnification showed evidence of the sealant being partially exposed from the severely kinked/bent sealant sleeves observed as received. However, no cracks were observed on it. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned device; however, a severely kinked/bent condition of the sleeves was noted. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) opens excessively so the device could not be inserted into the 6f non-cordis sheath with resistance. No patient injuries were reported, and hemostasis was achieved with manual compression for twenty-five minutes, resulting in no extended hospitalization. The device was inspected prior to use. There was no damage noted prior to use. Mynx vcd was prepared according to the instructions for use (IFU). A 6f non-cordis sheath was used. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer, as per the IFU. The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. The device was used during transfemoral cerebral angiography using a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: per product evaluation the sealant was noted swollen and was exposed to blood and was found partially exposed from the sealant sleeves due to have been severely kinked/bent received.